Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to worn bearings on the brake block assembly. The technician replaced the brake block assembly to repair the bed.